Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she could "no longer see from up close". She reported that she has always been able to see up close, but could not see long distance. She is now able to see long distance. In a follow-up, the surgeon reported that the surgery was "wonderful" and the expected result was obtained, with va 20/25 for distance and j2 for near. The surgeon reported the pt was satisfied, discharged, and did not return to the clinic.